Event description:
It was reported that non-sustained rv oversensing due to noise was observed via remote transmission. Patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.